Event description:
Per dealer weld is broken on back area.

Manufacturer narrative:
(B)(4) - follow up #001. Initial (B)(4) issued MFR. Report # 1531186-2013-00402 indicting the manufacturer as invacare. The actual manufacturer is unknown, 2 possible suppliers.